Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels of 23 mg/dl. The customer stated that they had hurt their arm and did not know if anything was broken. The customer was driving back home when they started becoming confused and started feeling like they had low blood glucose. The customer remembers seeing a police officer who held the customer get out of her moving vehicle at 2 miles per hour. The customer was assisted by the police officer and the customer's car was towed. The customer was treated with juice at home. It is unknown what may have caused the low blood glucose. The product was not returned for analysis.